Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time most likely underlying root cause of malfunction: user applied blood to strip before inserting strip into meter note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter to customer to contact customer care as customer address was not provided.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the test strip was inserted in the meter. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer stated he was feeling dizzy and that it may be from his diabetes; the customer stated no medical attention was needed at the time of the call. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of 191 mg/dl using truemetrix meter; the error message did not appear again. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/17/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.